Manufacturer narrative:
The lead is not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead and associated implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving inappropriate shocks from the device. Interrogation of the device revealed noise that was oversensed, resulting in many nonsustained episodes. It was also reported that the pacing impedance had been in the range of 500 ohms but had jumped to greater than 2,500 ohms in (B)(6) 2016. It was noted the patient was not dependent on pacing. Tachy therapy was programmed off and the patient was hospitalized. A lead revision was performed three days later, where this lead was surgically abandoned and the device was explanted. A new rv lead and device were implanted successfully. No additional adverse patient effects were reported.